Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the catheter was moving, it became catheter twisted. The catheter was removed with the system and the procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was twisted, and the sheath was cut. The cut section belonging to the proximal part of the device did not return for analysis.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the catheter was moving, it became catheter twisted. The catheter was removed with the system and the procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable.